Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic revision of gastric bypass, the device had been loaded and used for two prior reloads. When the third reload was toggled for the first use in the cavity, the two ¿rabbit ears¿ came out and the needle was released. The needle became dislodged but it was retrieved by squeezing it between the jaws and removing the device. Another needle was used to complete the case. There was no patient injury.